Event description:
The service report shows that an 840 ventilator was inoperative. Device was not being used on a pt when event occurred. The covidien customer support engineer (cse) verified the malfunction. Cse inspected the device and replaced inspiratory transducer autozero solenoid (soli) and the inspiratory printed circuit board assembly (pcba). Device pass extended self test (est), short self test (sst), performance verification test (pvt), and required calibrations.

Manufacturer narrative:
(B)(4).